Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had their first left knee revision surgery on (B)(6) 2009. They subsequently underwent another left knee revision on (B)(6) 2016, approximately 7 years after their first revision. (B)(6) 2016 op report postoperative diagnosis: left knee failed total knee replacement with gross instability. The surgeon noted that the polyethylene had some early wear and was removed. The femoral component was removed without the stem, and the stem was disimpacted from the femur. The tibial component could not be disengaged from the stem. A tibial tubercle osteotomy was required, which was planed preoperatively. The fragment flipped laterally. The surgeon also noted there was a large amount of bone medially where it appeared there may been a medial epicondylar fracture that it healed. There was also significant bone loss and significant amount of cement, which created a large void. The patella was noted to have minimal wear, however, there was marked osteophytes surrounding the patella. The patella was noted as well fixed. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2025-00282, 1038671-2025-00283 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1, d4, g4, h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and bone fracture or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.